Event description:
Customer reported that pump issued altitude alarm 21, which had been reported previously with the same pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging for a replacement pump to be sent, ensuring customer understood the necessary steps to prepare and return the problematic pump. Customer was advised to use multiple daily injections as backup insulin therapy and was informed on connecting the continuous glucose monitor to the new pump.